Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2014-05824 / 05829).

Event description:
It was reported that patient enrolled in a clinical study and underwent a left knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6)2011 due to infection and the knee components were removed and replaced with cement spacers. Patient underwent a reimplantation procedure on (B)(6) 2011. A subsequent irrigation and debridement procedure was performed on (B)(6) 2011 due to formation of a hematoma. Subsequently, patient underwent revision procedures on (B)(6) 2012 and (B)(6) 2012 for unknown reasons.